Manufacturer narrative:
Updated fields: b3, b4, d9, e1 (event site address, event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1 (initial reporter). Block e1: (B)(6). The customer restarted the pump and running for a period of time, the backpulse disappeared. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) exhibited five backpulse phenomena during testing. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.